Event description:
Consumer complaint of blood result reading of "lo". Customer performed a back to back blood glucose test with results of "lo" and 23mg/dl. No results in memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has low glucose value. Correction of 510(k) and device model. (B)(6).

Event description:
Consumer complaint of blood result reading of "lo". Customer performed a back to back blood glucose test with results of "lo" and 23mg/dl. No results in memory no adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).